Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. Visual examination of the returned device revealed evidence of clinical use including biological material on the distal tip as well as an indentation in the teflon pad. The tip was also examined and found to have nicks. Visual inspection confirmed the reported issue as the blade was broken off. The results of the investigation performed indicated that the blade of returned device broke as a result of the blade contacting a hard object, possibly a staple or surgical clip, during clinical use (i.e. End user technique contrary to the IFU). Stryker sustainability solutions' instructions for use state: "avoid contact with any and all metal or plastic instruments or objects during instrument activation. Contact with staples, clips, or other instruments during instrument activation may result in premature blade failure, resulting in generator solid tone or instrument error.¿ a review of the lot control sheet for the reported device indicated the device passed all inspections prior to release from sss. This report is being filed as a malfunction due to sss being in a 2 year reporting cycle due to MDR report 1056128-2013-00195 where the tip of the device fell into the patient and the patient had to be opened up to remove the tip of the device even though there was no patient injury in this event. The reported event is not occurring more frequently or with greater severity than is usual for the device.

Event description:
It was reported, "during a bariatric case, the product was taking a long time to cut and the lag time was large when the surgeon was cutting through a bunch of adhesions. The harmonic scalpel also produced and error code that said 'relax'. The surgeon went to change out the device and when the scrub tech set it on the mayo stand, the tip broke off." The procedure was completed successfully with minimal procedural delay. There was no medical treatment, intervention, or adverse consequences as a result of this event.